Event description:
Pt admitted (B)(6) 2012, for an urgent endoscopic resection of an acute obstructive hydrocephalus secondary to a recurrent colloid cyst (dx 8 years ago). Pt has a history of multiple dvt and on coumadin bridged to enoxaparin. Prior to his neurosurgical procedure, the pt had an ultrasound and fluoroscopic guided retrievable inferior vena cava (ivc) filter placed without complication. Colloid cyst re-excision performed on (B)(6) 2012. Pt remained stable and on post-operative day 6, pt developed bilateral dvts despite dvt prophylaxis (flowtrons) and was started on heparin anticoagulation. Pt felt dizzy, had an episode of bradycardia while on the commode and went unresponsive. Found to be in pea arrest. Despite initiation of acls algorithm and aggressive resuscitative efforts, pt expired. Preliminary autopsy notes thromboembolism, left main pulmonary artery and right lower lobe pulmonary artery. See scanned page.